Event description:
An impella 5.5 was inserted via right axillary artery in a 32 year old male for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The patient was in the ICU on support with the 5.5. On day 7 of support, there was concern that impella flows were sub-optimal and the patient was not being adequately supported on the 5.5. The device functioned at p-8 at 4.5 l/min, with wedge of 28. Per alarm review on the console, there was no history of alarms. An echocardiogram showed the 5.5 was interfering and tucked within the mitral apparatus, as well a distal apex left ventricle mural thrombus was noted. It was decided to continue support without repositioning the device and manage the patient with systemic heparin. This event is conservatively reported as thrombus prompted intervention, but there was no lasting harm or injury reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Thrombosis: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details. Low or blocked pump flow: the cause of the low or blocked pump flow issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.